Event description:
7 implants were placed 8/19/91, 1 failed and was removed in 1993 (previously reported). Another implant failed 4/28/97. Some bone loss was noted. The 5 remaining implants appear healthy. One person affected.